Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluation them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging that her one touch ultralink meter failed the control solutions tests. The reported control solution results were "147 and 142 mg/dl" and the control solution range was "98-131 mg/dl." The reported issue was unresolved with troubleshooting. There was no allegations or harm or injury.